Event description:
It was reported that the physician was utilizing an ambient megavac 90 arthrowand to perform a knee arthroscopy. Intra-operative the wand reportedly left shavings in the joint space. It is unk if the device fragments were retrieved from the surgical site.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.